Event description:
An open spinal procedure was performed. During the procedure, navigation inaccuracies were identified at l2 and s1, and the screws were subsequently revised under fluoroscopy. No patient harm was reported. The investigation attributed the event to a platform shift of the reference assembly, likely caused by intraoperative retractor manipulation and suboptimal pin seating. While user error remains the most reasonable assumption, a definitive root cause could not be conclusively confirmed. As the system functioned as intended and no malfunction was identified, the decision to report is based on the inability to definitively rule out the event's potential for serious injury.